Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the malfunction of bur cannot be inserted was confirmed. The likely cause of the failure is due to breakage of the bearing supporting the drive shaft in the gripping portion. It was also noted that scratches, dents or adhesives were found on the device. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: date of event notification: 25.03.2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively the bur cannot be inserted, there was distortion of the connection part and bur insertion port of the device was broken. There was no patient involvement.